Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a service technician; however, the investigation is not yet complete. Review of the event log did not find evidence of the reported air in line alarm. Initial evaluation could not confirm the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an air in line alarm. It was not specified when in the process this occurred. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). There was no patient involved in this event. Evaluation summary: visual inspection was performed and found no issues. Should additional relevant information become available, a supplemental report will be submitted.